Manufacturer narrative:
Method: device was disposed of by the hospital and is not available for evaluation. Results: the instructions for use clearly states that "moving or torquing the device against resistance may result in damage to the vessel or device."

Event description:
The pt had a long occlusion of the left m1 segment (sharp curve of the carotic siphong). The doctor could not reach the occlusion with the 041 system, but switched to the 032 system and reached the occlusion. During the procedure, the separator bent downwards. The doctor put a rotator on the separator and twisted it to bring it to a more upwards position. The physician reported that the torquing ruptured the separator 3.5 to 4 cm from the distal tip after 3 or 4 in-out movements. By closing the flush on the guiding catheter and opening the suction, the broken separator was removed. The doctor continued treatment using a microsnare to create a tiny channel in the clot and then using a hyperform balloon to increase the channel. The doctor reported that the pt was doing well with a (B)(6) of 10 on (B)(6) 2009, and a (B)(6) of 3 on (B)(6) 2009.